Manufacturer narrative:
Additional information. The complaint allegation was confirmed. One unpackaged ar-2324kpctt peek knotless swivelock® suture anchor, 4.75 x 19.1 mm, ve5 with serial/batch number (B)(6) was received for evaluation. The only received component for evaluation was a piece of the eyelet attached to blue suture. Upon visual inspection, it was revealed that the eyelet was broken/damaged, with only a piece left on the suture. The suture attached to the eyelet was frayed, with some filaments protruding. Functional testing was not performed due to the received part is damaged. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The most likely cause of the reported failure is a user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.

Event description:
It was reported by a sales representative via email that an ar-2324kpctt peek knotless swivelock eyelet attached to the knotless mechanism, pulled out through the cannulation of the screw. The piece was found floating in the joint and was able to be retrieved in full. No broken pieces remained in the patient. The anchor body itself stayed in place. No known patient harm, no delay, and no backup device needed. The case was completed without doing the knotless construct. Although, before the eyelet had broken off, the surgeon had already decided not to do the knotless construct. This was discovered during a routine rcr procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.